Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent was implanted as a bridge to surgery for palliative treatment of a stricture within the colon. The stricture was reported to be approximately 3 cm in length extending from the descending colon to the sigmoid colon. The patient's anatomy was reported to not be tortuous. On (B)(6) 2013, the stent was successfully implanted within the patient. On (B)(6) 2013, prior to the resection surgery, the patient had a follow up colonoscopy to reexamine the stricture. During the colonoscopy procedure, the physician noted tissue ingrowth within the stent. As a result of this, the colonoscope could not be advanced further into the colon. No intervention was performed and the procedure was aborted. On (B)(6) 2013, the patient returned for their scheduled resection surgery. Prior to the surgery, the patient reported that she was experiencing pain in her back. During the surgery, the physician noticed that a portion of the stent flare (approximately 5 mm x 1 cm) had become exposed. The large intestine was then resected and the stent was removed. However, following resection, the physician confirmed that there was a perforation of the bowel in the area of the stent flare. In addition, it was reported that approximately 1/3 of the stent had broken and become stuck within the normal mucosa. The broken stent was removed with the resected bowel. The patient's back pain was reported to be resolved following the surgery and she was in stable condition post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of stent broken. (B)(4) for the reported issue of stent blocked/occluded. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation and pain are listed in the dfu for this product as potential adverse events associated with the use of this device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.